Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a watchman delivery system (wds). The hypotube of the core wire assembly was bent in a 90 degree angle 5cm from the pull knob. There were numerous kinks throughout the shaft of the device. There was one anchor protruding out of the shaft of the sheath. There were scratches inside the shaft of device near the tip from the implants anchors. There was no damage or irregularities to the braiding. The implant was received inside the shaft when received. The implant was not able to be deployed due to the anchor protruding through the sheath. The tip of the device was damaged with slits in the tip from the anchors of the implant. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 08mar2016. It was reported damage to the delivery system occurred. A 30mm watchman laa closure device & delivery system was selected for use. The closure device punctured the tip of the delivery system. There were no patient complications and the patient's condition is stable. The procedure was completed with another of the same device. However, analysis of the returned device revealed kinks in the delivery system.